Event description:
The customer reported seven (7) false positive results with the determine hiv 1/2 ag/ab combo test with a fingerstick sample on an unknown date. This report is for test five (5) of seven (7) between one (1) of two (2) lots (871699, 867175). The patients underwent confirmatory testing (method unknown), which returned negative results. The patients were not on anti-retroviral therapy and no medication was provided based on the results.

Manufacturer narrative:
B5, d4: the customer provided the device lot number, but not the kit lot number. Based on the device lot number, the test would have come from one (1) of two (2) kit lot numbers: lot: 871699, UDI: (B)(4), manufacturing date: 26apr2024, expiration date: 28feb2026. Lot: 867175, UDI: (B)(4), manufacturing date: 19apr2024, expiration date: 28feb2026. Investigation for lot: 871699: as part of an investigation into preliminary false reactive results, abbott found that for kit lot: 871699, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Investigation for lot: 867175: the manufacturing records and quality control release testing was reviewed for test kit part number: 7d2648 / lot: 867175, test base part number: 10732998 / lot: 853194. The lot met the required release specifications. As part of an investigation into preliminary false reactive results, abbott found that for kit lot: 867175, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.